Event description:
User received an erroneous ethyl alcohol result for one patient sample. Initial result gave 2 mg/dl and was reported out as negative. They ER physician immediately questioned the reported result as he "believed" the patient was "drunk". The sample was repeated on another p module at the site giving 182 mg/dl reported as positive. Patient not treated based on recovery and was not adversely affected. No other erroneous results were generated. Ethyl alcohol reagent lot number, 62017501. The field service representative found the sample probe completely clotted with bio material and no sample probe seal installed. He removed material from sample probe, replaced missing probe seal, checked dispenser seals and removed material from reaction bath. To verify analyzer performance, he observed operation while running a precision study, calibration and controls with all results acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.